Event description:
It was reported that patient complained of pain in knee, x-rays show loosening around tibial baseplate, upon removing the tibial baseplate surgeon noticed no cement had been attached to tibial baseplate. Removed old cement, prepped tibial for new tibial component, trialed with trial components, components seemed satisfactory to surgeon, opened new components and cemented them into patient's patella.

Event description:
It was reported that patient complained of pain in knee, x-rays show loosening around tibial baseplate, upon removing the tibial baseplate surgeon noticed no cement had been attached to tibial baseplate. Removed old cement, prepped tibial for new tibial component, trialed with trial components, components seemed satisfactory to surgeon, opened new components and cemented them into patient's patella.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.this event was not confirmed. The exact cause of the event could not be determined because of the limited information provided. Further information such as the returned product and a complete set of medical records are needed to fully investigate this event. (B)(4): not returned to manufacturer.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.